Event description:
According to the reporter, when the tissue was held in the jaws during an open low anterior resection procedure, the reload could not be fired. They changed to another reload to resolve the issue in order to complete the case. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.